Event description:
On 06/15/2009, the patient reported about 2 weeks ago, she noticed the up and down buttons of the insulin infusion device were working intermittently. The patient reported elevated blood glucose levels (ranging from 65 to 550 mg/dl). The patient did not experience any symptoms of hyperglycemia. The customer stated she did not think the boluses were delivered by the insulin infusion device and started insulin injections 1-2 days ago. The patient thinks the elevated blood glucose levels are related to the intermittent functioning of the up and down buttons of the insulin infusion device. Troubleshooting did not reveal any issues with the insulin infusion device. The patient did not require medical assistance from a health care professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.